Manufacturer narrative:
Investigation completed. Findings are that movement of frame in navigate caused inaccuracies. Software functioning as designed. Instructions for use state: "the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate. Make sure that the vertek arm is locked securely in position. If the arm slips after registration, re-secure it and register the patient again before navigating."

Event description:
A site representative reported that while in a cranial procedure, there was an inaccuracy due to reference frame movement. The site representative reported that the registration accuracy was lost after going sterile; the surgeon alleged he was off by 4 to 5 inches; and ensured that the frame was seated properly and that everything was positioned properly. The surgeon did not want to re-register and opted to continue the surgery without the use of the stealthstation i7. Thee was no impact on patient outcome.